Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for gallbladder indication.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to gallbladder to treat a copious heterogenous debris during a gallbladder drainage procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be deployed. The stent was removed covered with the outer sheath and a second stent was used to complete the procedure. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was placed transgastric to gallbladder. However, per axios stent and electrocautery-enhanced delivery system instructions for use (IFU), "the axios stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocyst greater than or equal to 6cm in size and walled-off necrosis greater than or equal to 6cm in size that are adherent to the gastric or bowel wall". The physician did not follow the labeled indication.